Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow- up report will be filed once investigation results are available.

Event description:
Customer reported that their freestyle blood glucose monitor would not provide a glucose after a sample was applied to a test strip. The customer then reported not feeling good, and going to a local emergency room. While there, the customer was diagnosed with hyperglycemia and took his normal medication (glyburide).